Manufacturer narrative:
This product has been received; however, analysis has not begun. Additional information will be provided within 30 days of receipt.

Event description:
During the procedure the connecting hub was not intact and showed a crack at the time of preparation of cypher sirolimus-eluting coronary stent. There was no reported patient adverse event. The procedure was completed with a same like product.